Manufacturer narrative:
Investigation of the returned device revealed that the pressure transducer p2 will not calibrate, raw output = 29.5 mmhg should be 0 +/- 15mmhg. Unit requires non-warranty service. Unit originally shipped to this customer as a service exchange on (B)(6) 2012. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair using a control unit, that after the case the dr. Noticed that the joints were swollen. It was also reported that the pump wouldn't hold pressure so they removed it and replaced with another pump. Patient had some ubnormal swelling that subsided in recovery, patient did not have any extended stay, went home and to date no problems have been reported. (B)(4).